Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. The pt noticed fluid on her floor and it traced back to a hole in the tubing, it is not the cassette itself. Pt states no ill effects or antibiotics taken. Effluent remains clear. There is a sample available for evaluation.